Manufacturer narrative:
It was reported that a revision surgery was performed due to loosening. Patella was removed and replaced. The affected genesis ii biconvex patellar component was returned and evaluated. A lab analysis conducted during this investigation indicated that scratches are observed on the articular surface as well as the periphery of the patella. The examination also showed remnants of cement and biological materials on the fixation surface of the patella. The cause of the loosening of the patella initially reported in the complaint could not be determined by this investigation. The causes of the scratching on the articulating surface and periphery of the patella could be due to explantation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to loosening. Patella was removed and replaced.